Event description:
It was reported the customer was in the emergency room. The mother reported the customer was not in the right state of mind. The mother requested assistance with reducing the customer's basal rate according to the doctor's instruction. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.